Event description:
Related manufacturing reference number: 2017865-2022-19637. It was reported that the pacemaker and right ventricular lead were explanted and replaced for an unknown reason. The patient status was unknown.